Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-17669. It was reported that during the patient's revision procedure on (B)(6) 2021 (manufacturer report number: 1627487-2021-17664), both of the leads were clipped. As a result, the physician explanted and replaced both leads. Effective therapy was established post-operatively.